Event description:
This report summarizes (B)(4) malfunction events. The event was related to suction loss while laser firing. There were no patient injuries reported associated to the events.

Manufacturer narrative:
Device evaluation: h10 list of all lot numbers of the devices and quantity: 60522724 (B)(4). 60516960 (B)(4). 60506730 (B)(4). Unknown (B)(4). 60485637 (B)(4). 60495107 (B)(4). 60513599 (B)(4). 60511020 (B)(4). 60468464 (B)(4). 60499859 (B)(4). 60506731 (B)(4). 60491597 (B)(4). 60511019 (B)(4). 60518161 (B)(4). 60452937 (B)(4). 60479311 (B)(4). 60508895 (B)(4). 60423183 (B)(4). 60516959 (B)(4). 60499860 (B)(4). 60518160 (B)(4). 60426325 (B)(4). 60522726 (B)(4). 60468466 (B)(4). 60429449 (B)(4). 60383020 (B)(4). 60375374 (B)(4). 60491596 (B)(4). 60398493 (B)(4). 60504466 (B)(4). 60440255 (B)(4). 60465454 (B)(4). 60442467 (B)(4). 60543829 (B)(4). 60475838 (B)(4). 60330262 (B)(4). 60473970 (B)(4). (B)(4) investigations were completed during the period. A review of the records related to the devices that included labeling, manuals, trending, and risk documentation was performed. A review of the device history record (DHR) showed that the devices and their components met all specifications prior to being released. No product deficiency was identified. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: one investigation was completed during the period. A review of the records related to the device that included labeling, manuals, trending, and risk documentation reviews was performed. A review of the device history record (DHR) showed that the system and its components met all specifications prior to being released. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring.

Manufacturer narrative:
Device evaluation: forty (40) investigations have been completed during the period. From those, twenty-four (24) had returned product as follows: - fourteen (14) devices were returned and no issues were identified. - eight (8) were unable to be completed as the return product was received loose within a biohazard bag and individual product components could not be associated with their corresponding lot numbers. - two (2) devices were returned was incomplete and testing could not be done. Sixteen devices were not returned. A review of the records related to the device that included labeling, trending, and risk documentation reviews was performed. A review of the device history record (DHR) showed that the system and its components met all specifications prior to being released. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation.